Event description:
A valiant stent graft system was selected for use in a patient for the endovascular treatment of two thoracic aortic aneurysms. The aortic arch was completely replaced previously with a surgical graft prior to the tevar. The patient also has a right common iliac artery aneurysm which was not treated. The proximal neck was 30 mm in diameter. The left and right common iliac arteries were 13 mm in diameter. The right and left external iliac arteries measured 9 mm in diameter. It was reported that as the delivery system was being advanced through the steep aortic arch the delivery system kinked and the guide wire was stuck. The physician tried to remove the guide wire; however, the guide wire broke during this attempt. The physician removed the valiant delivery system with the stent graft sill loaded and used another product to compete the procedure. No clinical sequelae were reported and the patient is fine. The device was returned bloodied and its evaluation has been completed. The stent graft was loaded within the delivery system. From the end of the graft cover to the kink is 120 mm. The tapered tip was also slightly deformed at the most distal end. A guidewire was attempted to be passed through the delivery system, however resistance was encountered at the kink. Increased force was applied to the wire and it tracked successfully. Otherwise, the device was unremarkable. The root cause of the event could not be conclusively determined; however the steep aortic arch and tracking through a surgical graft may have contributed. Review of returned pre-implant films and drawing confirmed a steep thoracic arch. There is a 6cm diameter taa just below the arch, and another 6cm taa in the lower descending thoracic aorta, with scattered calcification. The right common iliac is also aneurysmal to 3.5cm in diameter, and the iliac arteries are very calcified. Images during the implant were not provided; however, it appears that the stent graft interaction with the previously placed surgical graft in the arch, combined with the challenging aortic and iliac anatomy, likely contributed to the events.

Manufacturer narrative:
(B)(4). Method: film. Results: kink. Challenging aortic and iliac anatomy. Previously implanted surgical graft. Conclusion: challenging aortic and iliac anatomy. Previously implanted surgical graft.